Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced fall episodes similar to before receiving the pacemaker and presented to the hospital. During examination, it was noted that the right ventricular (rv) lead had high lead pacing impedance and high capture threshold. It was suspected that the lead was fractured. On (B)(6) 2021, the patient presented to the hospital for a lead revisions procedure. The physician tested the lead before replacement procedure and the lead impedance had increased even more. The lead was then capped and replaced successfully on (B)(6) 2021. The patient was in stable condition.